Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the ventricular perforation is most likely related to the mechanisms described above. [Pa1] the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. [Pa1]I deleted the last line because the we are not 100% sure it was the wire and since we are reporting it, we cannot put all the blame on the wire or md. If so this wouldn¿t be a complaint.

Event description:
As reported, the patient¿s left ventricle was perforated by the delivery system during the tavr procedure, resulting in the patient¿s death. The procedure was progressing normally up until advancement of commander system into the proximal aortic arch. The system was advancing system while the flex wheel was being rotated. Significant bending of the commander system was noted entering the aortic arch and the flex indicator showed it was almost fully flexed. The flex was then reduced to 50% to allow for smoother tracking around the arch. The delivery system continued to be advanced while this reduction was taking place which put a considerable amount of ¿force on the wire¿. The wire shape ¿didn't look favorable¿ and the wire was repositioned in the apex. The delivery system proceeded across the valve and the flex catheter was pulled back into position. The aortic pressure was dropping at a considerable rate and deployment was ¿hastened¿. There was concern of a possible pericardial effusion and the echo tech was called for. The s3 valve deployed without incident in a 70:30 position and proceeded with pericardiocentesis. Several 60cc syringes were used to extract blood from the pericardial space. Blood volume unknown. This extracted blood was re-administered through a venous line back into the patient. Sternotomy was performed. A ¿hole¿ was located in the ventricle and the surgeon proceeded to place sutures to close it. The ventricle tissue was very weak and sutures were not holding the tissue together. Patient was placed on cpb while a patch was placed. The patient continued to bleed heavily to the point where a ¿mass transfusion protocol¿ was placed in effect. Perclose sutures were used to close the rfa and the physicians left room with the intent on leaving chest open overnight. The patient began to bleed within the chest cavity, so the surgeon re-explored the chest. Another hole was found near the first patch site and additional sutures were added. The patient was said to have a ¿coagulopathy¿ and at this point the bleeding was uncontrollable. A decision was made to close the chest and stop all resuscitative measures. The patient expired on the table. The physician believes it was the wire that perforated the left ventricle.